Event description:
This is the first of two events. The number of occurrence changed from 1 to 2.

Manufacturer narrative:
. A photo was provided showing leakage from the 0.2 micron filter. No samples were returned for investigation. The complaint of leakage on the 142480489 can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 11352737 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available to be returned; however, a photo was provided to aid in the investigation but the investigation has not yet been completed. E1 - initial reporter phone has an extension number (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where an unknown drug leaked from the micron filter during infusion was reported. There was patient involvement but no patient harm.